Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer¿s blood glucose level as the specific blood glucose values were not provided. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, after which insulin delivery was successfully resumed without further alarms. The pump returned to normal operation, and additional tips for preventing altitude alarms were provided to the customer.